Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the device objective lens internal lens sunk down and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. The root cause cannot be identified. Reasonably known information suggests probable causes such as stress, component failure. Olympus will continue to monitor field performance for this device.